Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This report is related to previously reported complaint reported on oct 1, 2014, MFR number 2938836-2014-16271.

Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure the right ventricular lead was capped and replaced on (B)(6) 2018 due to previously noted externalized conductors. The patient was stable before, during, and after.